Event description:
The clinician reports the implant was inserted (B)(6) 2005 in the patient's mouth. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.